Event description:
It was reported that the right ventricular lead exhibited high thresholds and sensing anomaly. The lead was capped and replaced during a routine upgrade procedure.

Event description:
New information received on (B)(6) 2014 notes that the lead was explanted during a revision of the right ventricular lead on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.